Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of intermittent errors for monopolar energy was confirmed and reproduced. The unit was placed on an in-house system and ran in normal mode. Upon visual inspection the unit was found to be in good condition. The customer verified the issue to have occurred in a salpingo-oophorectomy procedure. A review of the procedure logs showed two procedures were performed on system (B)(4) on (B)(6) 2022. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: iesu error: m-35 - the da vinci system requested an activation of a non-mounted da vinci instrument. Iesu error: m-18 - internal timeout (cpu & sensors module does need too much time to enter "idle" state). Iesu error: c-06 - system error. Activation request without parameter dataset. Iesu error: m-11 - internal timeout (cpu & sensors module does need too much time to enter "ready" state). No image or video of the procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the electrosurgical generator unit (esu) was in an unacceptable state after the start of the procedure and the surgeon was able to continue with the procedure robotically with the esu, however, the esu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted salpingo oophorectomy surgical procedure, the customer was experiencing intermittent errors on the erbe integrated electrosurgical unit (iesu). The technical support engineer (tse) reviewed the logs and found m-35, m-18, c-06 and m-11 errors pointing to internal timeouts associated with a cpu. The tse suggested the customer perform a reboot. The customer stated that they were able to continue and would reboot after the case. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site (B)(6) 2022 and obtained the following additional information: the customer stated the procedure was a robotic assisted hysterectomy, bilateral salpingo-oophorectomy. The customer confirmed there was no injury to the patient. The procedure was completed robotically. The integrated electrosurgical unit (iesu) worked initially during the procedure. The customer stated the issue was resolved. The system was inspected prior to use, and it powered on properly. There were no issues during setup. The generator was used for the remainder of the procedure.